Event description:
Boston scientific received information that during a follow up low out of range pacing impedances were displayed on the right atrial lead. In addition, noise, high thresholds, as well as a possible insulation issue was suspected. The device was reprogrammed and a routine follow was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information recieved noted that intermittent undersensign of intrinsic p waves was noted, as well as noise and low out of range pacing impedances were once again displayed. Loss of capture was also noted. The device was reprogrammed and the lead remains implanted.